Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the peep adjustment valve of a resuscitation kit came off the t-piece circuit while resuscitating a patient. An alternative t-piece circuit was required. On (B)(6) 2012, the hospital reported the event to the FDA, via uf/importer report number (B)(4). In their report they stated that prior to using the t-piece circuit with an fph neopuff resuscitator, the patient had mucoid plugs blocking their endotracheal tube, causing the patient to become bradycardic and desaturated. The hospital further stated that once a new t-piece circuit was used, the patient recovered and was placed back on a ventilator. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Background: the t-piece circuit ((B)(4)) is designed to be used for infant resuscitation to deliver appropriate positive end expiratory pressure (peep) and positive inspiratory pressure (pip) pressures when used with a flow rate of 5 to 15 lpm. It is used by connecting to the neopuff infant resuscitator (rd900 series). Method: the complaint t-piece circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. The returned t-piece circuit was visually inspected and was connected to a fph neopuff infant resuscitator, and peep pressure tested according to the recommended settings in the neopuff technical manual. Results: visual inspection revealed no damage to the returned t-piece circuit or to the function of the peep cap. The peep readings of the complaint t-piece circuit were within the required specification and the device functioned as intended. A lot check revealed no other complaints of this nature for lot number 120426. Conclusion: no fault was observed with the returned t-piece circuit when visually inspected and pressure tested. In order to minimise inadvertent adjustment of the peep cap, a tension spring has been designed into the t-piece. Since receiving the complaint, an fph clinical representative has visited the hospital to provide support and answer any questions. The hospital is continuing to use the neopuff resuscitator with the t-piece circuit on a regular basis without any further issues. Our user instructions that accompany each t-piece circuit state the following: "connect the test lung to the t-piece circuit and test resuscitator function before connecting to the patient" "the t-piece circuit and neopuff are intended for use by adequately trained medical practitioners" "the t-piece circuit is only to be used with a flow rate from 5-15 l/min."

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the peep adjustment valve of a resuscitation kit came off the t-piece circuit while resuscitating a patient. An alternative t-piece circuit was required. On (B)(6) 2012, the hospital reported the event to the FDA, via uf/importer report number (B)(4). In their report they stated that prior to using the t-piece circuit with an fph neopuff resuscitator, the patient had mucoid plugs blocking their endotracheal tube, causing the patient to become bradycardic and desaturated. The hospital further stated that once a new t-piece circuit was used the patient recovered and was placed back on a ventilator. No further patient consequence was reported.